Event description:
A customer reported experiencing a cartridge alarm 30 with their insulin pump, but there was no adverse impact on their blood glucose level. The customer had previously reported similar alarms with the same pump. Technical support decided to replace the pump, and since the customer did not have the most up-to-date software, a new pump with updated software was sent to them. The customer planned to use a backup insulin pump to ensure continuous insulin delivery. Technical support provided instructions for returning the faulty pump and advised on steps to take upon receiving the replacement, which the customer understood and acknowledged.